Event description:
It was reported that a request was made to review the left bundle branch (lbb) lead that was connected to the left ventricular (lv) port. The health care professional (hcp) requested the review due to uncertainties regarding proper capture in the lv channel. Upon review of the stored data, two deflected beats were noted in the lv channel. Technical services (ts) indicated that this could be due to loss of capture (loc) or to the morphology of the patient. However, no objective evidence was found in the presented electrogram (egm) that conclusively demonstrated the presence of capture. Therefore, ts deferred to the physician to determine whether proper capture was present or if further evaluation was needed. This lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined implant instructions were adequate. The manual was unlikely to be the cause of the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to intentional off-label, unapproved or contraindicated use.

Event description:
It was reported that a request was made to review the left bundle branch (lbb) lead that was connected to the left ventricular (lv) port. The health care professional (hcp) requested the review due to uncertainties regarding proper capture in the lv channel. Upon review of the stored data, two deflected beats were noted in the lv channel. Technical services (ts) indicated that this could be due to loss of capture (loc) or to the morphology of the patient. However, no objective evidence was found in the presented electrogram (egm) that conclusively demonstrated the presence of capture. Therefore, ts deferred to the physician to determine whether proper capture was present or if further evaluation was needed. This lv lead remains in service. No adverse patient effects were reported.